Event description:
Allegedly the patient was revised due to loose tibial disassociation stem from tibia base plate.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00707, 00709, 00710, and 00711.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.